Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. The returned device was tested with multiple scopes and a video processor; a b30 error was not observed during testing and no problems with the device were noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "b30" occurred during a colonoscopy procedure after connecting a polyp trap. The intended procedure was completed, after a 10 minute delay, using another olympus, model clv-190. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the b30 error could not be identified, nor could the b30 error be confirmed/duplicated. Olympus will continue to monitor field performance for this device.